Event description:
It was reported that during the use of an intraclude, icf100 the "surgeon was attempting to a repair to a cleft after the ring and valve repair were complete, the balloon rupture happened at that time. The patient was monitored and atrium closed. No complications from balloon rupture." It is reported that the physician is experienced with the device and that the device was used per edwards training.

Manufacturer narrative:
The product was not returned for evaluation and determination into root cause could not be confirmed. The reported rupture in the balloon can have multiple possible root causes. Possible causes can include a manufacturing defect, a design defect, and clinician error. The complaint, work order and the manufacturing processes used to build the intraclude were reviewed and no indications for a manufacturing defect were found for this lot. The root cause of the rupture in the balloon cannot be determined. No corrective action or product risk assessment will be taken at this point as no manufacturing defect can be confirmed. Trends will continue to be monitored through the edwards quality system.

Manufacturer narrative:
Device evaluation anticipated upon product return from the customer.